Manufacturer narrative:
(B)(4).

Event description:
It was reported that after ablation, the patient was asystolic for a short period of time due to crosstalk. Programming changes were recommended. Patient was in good condition.

Event description:
New information received notes that programming changes were made. The patient was in good condition.